Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the programming of a newly implanted device with the radiofrequency head (rf), the tablet suddenly rebooted. The user had to wait to reconnect the rf head and to re-interrogate on a sterile field. This was the first time the user had used the rf head, it was just put into service. The rf head remains in use. There was no patient complications reported with this event.

Manufacturer narrative:
Analysis was conducted via the software application/remote programmer logs. No conclusion was able to be drawn using that data. If information is provided in the future, a supplemental report will be issued.